Event description:
It was reported by service report that the motion interrupt pan was damaged and the power cord was missing the ground prong. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan.